Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: avista MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 5032351.

Event description:
It was reported that the patient experienced an infection at the implantable pulse generator (ipg) site of the scs spinal cord stimulator (scs). It was noted that there was pus secreting from the ipg incision site. The patient underwent a procedure in which the ipg and one of the four implanted leads was explanted. The devices will not be returned for analysis as they were disposed of by the facility.